Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.